Manufacturer narrative:
D6b: (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7070777.

Event description:
It was reported that the patients lead had high impedances. The patient underwent an explant procedure wherein in the lead and ipg were removed.

Event description:
It was reported that the patients lead had high impedances. The patient underwent an explant procedure wherein in the lead and ipg were removed. Additional information was received that the reason for explanting the ipg was due to MRI (magnetic resonance imaging) capability. The explanted devices will not be returned as they were kept by the medical facility.